Event description:
Prod was returned as implant failure after 3 mos. Based on the report, the pt had no relevant medical history, oral hygiene was described as poor and bone condition was described as poor. Surgery was one stage on tooth #6. Dr indicated that the implant was removed due to infection and the pt's bone condition.

Manufacturer narrative:
Date of test: late 2008. Type of test(s): visual examination using naked eye and microscope performed to verify sla (sand blasting with large grit and acid etching) surface treatment was completed. Re-inspect the returned prod's box dimensions and the depth thread to verify if the prod meets its specs. Results: visual examination was acceptable, sla surface treatment was confirmed. The prod meets its dimensional specs. Conclusions: based on inspection and test results, the returned prod has been found to be within specs. Pt's bone condition may have contributed to the device's failure to osseointegrate.